Event description:
Revision total hip replacement for loose acetabular component. Trident tritanium used to replace cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(4) in height. An event regarding pain involving a tritanium shell was reported. The event was not confirmed. Medical records received and evaluation: a review of provided information by a clinical consultant could not determine a root cause nor confirm the event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
Revision total hip replacement for loose acetabular component. Trident tritanium used to replace cup.